Event description:
It was reported that the pump was implanted in the pt in 1999 for intrathecal morphine therapy. During the last several months, the refill cycle became increasingly longer, and the pt was not getting pain relief. It was decided to exchange the pump. There were no further complications.